Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 275cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively; confirmed via MRI and ultrasound. It was reported that the patient encountered chest injury due to trauma caused via MRI. As a result, the patient underwent replacement surgery on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture, and chest injury. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2022, mentor became aware that the replacement devices used on (B)(6) 2022 were catalog number 3503504bc; serial number (B)(6) on the left side, and catalog number 3503504bc; serial number (B)(6) on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 20, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the gel mod-rnd 275cc breast implant had an area of shell abrasion on the posterior view. In addition, a tear was noticed within the shell abrasion, measuring approximately 5.0 cm. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. A second product was received (5989515). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).